Event description:
It was reported by service report that the tech inspected the stretcher and found the clevis pin that connects the brake cam to the brake bar was missing, making the head end brakes non-functional. It is unknown if there was patient involvement or if there are adverse consequences to report.